Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 03.130.202s. Lot: l792287. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 27.february 2018 expiry date: 01-february 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured by supplier sphinx werkzeuge ag. Part: 03.130.202. Lot: f-23566. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 31.january 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the received drill bit is broken as reported in this complaint. The broken part is missing. All features related to the reported complaint condition were reviewed. Dimensional inspection: feature: outer shaft diameter (near the breakage point) measured and is within specification as per relevant drawing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the available data supports the complainant¿s description of the complaint condition regardless of cause. The review of the manufacturing documents did show no deviations. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage. Therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a hand osteosarcoma surgery with unknown variable angle (va) locking hand plate on (B)(6) 2019, the drill bit was broken when the surgeon drilled for a screw after resecting bone from the center to proximal phalanx of the second metacarpal and grafted iliac bone to the resected portion. An approximately 1cm long fragment could not be removed and was left in the patient's body. There was a thirty (30) minutes surgical delay reported. Patient status is unknown. The surgeon commented that the drill bit could not bear the resistance from the grafted iliac bone whose quality was good, and the breakage was predictable. Concomitant devices: va locking hand plate (part: unknown, lot: unknown, quantity: unknown) . This report is for a 1mm drill bit. This is report 1 of 1 for (B)(4).